Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine follow up, non-sustained rv oversensing issue was observed on the device. It was recommended to not make any programming changes and to continue to monitor the device. Patient was stable.